Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the catheter flushing was not working correctly. Just a few drops came out. No fast dripping. No patient hazard. The procedure was successfully completed. With the initial information received, the event is not MDR reportable. Additional information was received on 19-nov-2025 which indicated that the catheter is the suspected device and that it was used on the patient. There was no error noted from the irrigation pump. However, the temperature rose to 40 degrees. The catheter was immediately removed and flushed outside the patient. The flushing did not work correctly, and the holes seemed to be partially clogged. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. The event is now considered MDR reportable with the additional information received.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31723235l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).